Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) removed and reseated the cubie pockets, found and removed the failed cubie pocket, reseated the row board cable, and reseated the retractor band cables. The fse also recovered storage space. The customer tested the device via normal operation, performed a proactive inspection, and tested it in diagnostic mode. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that there was a delay and the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.